Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device arced/sparked.

Event description:
It was reported that the device arced/sparked.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: sparking. Probable root cause: 1. Generator power malfunction. 2. Material/design error. 3. Conductive irrigant used. 4. Manufacturing / assembly error. 5. User error. Lot number is unknown; therefore, manufacture date can not be confirmed. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.